Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic nephrectomy, the vessel sealing device worked fine in the beginning but one side of insulation became disengaged when the device made less than 10 seals in 30 minutes. The device was not caught on trocar while in use. Nothing fell into the cavity. There was no patient injury on this reported event.

Manufacturer narrative:
Evaluation summary one device was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product did not meet specification as received. Visual inspection found the bottom jaw over-mold was damaged and the seal plate was lifted up from the device jaw. The reported condition was confirmed. The investigation found the bottom jaw over-mold was damaged and the bottom jaw seal plate was lifted up from the jaw. The damage to the jaw's over-mold and seal plate likely occurred during the insertion or extraction of the device jaw from a trocar instrument. The investigation identified the root cause of the reported event to be user error. The instructions for use (IFU) states, close jaws using device lever before insertion/extraction in the trocar. No update to the risk management file is required at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic nephrectomy, the vessel sealing device worked fine in the beginning but one side of insulation became disengaged when the device made less than 10 seals in 30 minutes. The device was not caught on trocar while in use. Nothing fell into the cavity. A new device was used to continue the procedure. There was no patient injury on this reported event.